Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The day of the event the cgm reading would have been low (no specific reading was remembered), and the blood glucose reading was 585 mg/dl. No symptoms were reported by the patient, but she called the paramedics and was brought to the hospital. The patient did not report any treatment but stated that they were discharged after spending 3 days at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.